Manufacturer narrative:
During the implantation of an inferior vena cava filter, it was noticed that the filter could not advance within the sheath and became stuck. The product was prepped and instructions for use were followed. There were no anomalies noted when device was inspected. The vasculature was described as highly tortuous. The physician advanced filter within the sheath, however, approximately ten cm into the sheath at the level of the common iliac vein the filter would not advance any further, it became impeded within the sheath. The system was removed as one unit and when examined it was noticed that one filter barbs had pierced the wall of the sheath introducer. There was no reported patient injury. There is no additional patient, vessel, lesion, or procedural information available. The patient's difficult anatomy and procedural manipulation may have had an impact on this event. A clinically used 6f long sheath with the involved filter still inside the cannula was returned for analysis. One barb of the filter was found to have punctured through the cannula wall at 13.5cm proximal to the distal end of the tip. The sheath cannula had a somewhat bent condition at the position of the puncture. After the filter was pushed backwards through the sheath cannula, it could be pushed forwards out of the sheath without problems. The involved filter barb was found to be slightly pointing outwards. It appears that this barb's condition was the result of puncturing through the cannula wall. Manufacturing records for this lot were reviewed and the results indicate that the product met quality requirements for product acceptance. All filters were checked at visual aspects during the manufacturing process and during loading into cartridge. Although the exact cause of the barb puncturing through the cannula wall could not conclusively be determined, it appears that it was caused during pushing the filter forwards through the sheath while the cannula was in a severe bend condition.

Event description:
Report received indicated that during an inferior vena cava filter implantation, it was noticed that the filter could not advance within the sheath.